Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer stated they were unsure if the issue charging the pump was caused by the cracked touchscreen. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.